Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. S/w version unknown. Retainer ring = black. Case type = ngp. Patient returned pump for an alleged cosmetic damage located at the battery compartment, pump error 35 and exposure to moisture were observed on (B)(6) 2023. Pump received with blank display, a missing battery cap contact and damaged retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to lock a test p-cap into reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: corroded home switch, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, end cap address label missing, partially detached retainer and retainer knit line damage. Blank display was confirmed during analysis due to [moisture damage on the pcba 1 and pcba 2. Exposure to moisture confirmed. Cosmetic damage was confirmed at the battery compartment. Unable to confirm pump error 35 due to blank display. Unable to download history files and traces using thump due to blank display. Battery cap contact missing and retainer ring damage was confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had dropped his insulin pump and insulin pump got exposed to water. When tried to use the insulin pump, customer received the error code of a broken force sensor was detected during seating or regular delivery (pump error 35). Also customer reported crack near battery compartment of the insulin pump. Troubleshooting was performed for damages. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.